Event description:
A customer contacted stryker to report that their device provides audio voice prompts on the wrong language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device provides audio voice prompts on the wrong language. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and the technician confirmed that the device switched from english to spanish then back to english when powered on, which is normal operation. The device is a dual language device, which gives the spanish voice prompt "for spanish, press the language button on the left" following the initial english prompt. If the language button is not pressed, it continues voice prompts in english. No device failure found. During evaluation the technician also observed that the device is missing magnet in the lid. The cause of the reported issue was isolated to the lid assembly. The customer has been provided with replacement device. The customer's device was archived by stryker.